Event description:
It was reported that the device was replaced due to telemetry and output anomalies.

Event description:
On (B)(6) 2010, hernia repair with mesh for recurrent incisional hernia presented with a 4 cm bulge above the umbilicus on CT scan. On (B)(6) 2010, recurrent incisional hernia repair.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported output anomaly was not confirmed. Upon receipt, the device battery was at end of life (eol). A longevity estimation showed normal battery depletion based on device usage. The battery was replaced and the device performed normally during automated testing. The device communicated normally.